Event description:
Following an initial implant procedure, varying pacing impedance and device sensing variation were observed on the right ventricular (rv) lead. The cause of the event was due to dislodgement which was confirmed with diagnostic imaging. During an additional procedure, it was not possible to advance the lead after repositioning the guidewire. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to advance the stylet, varying low pacing lead impedance and r-wave amp variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to advance the stylet was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. The stylet could not be inserted inside the lead due to over torqued inner coil at the connector region. The cause of failure to advance the stylet was due to overtorqued inner coil. The reported events of varying low pacing lead impedance and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.